Event description:
The nurse was preparing to use the zso-7-7 and had just opened the packaging of the new zso-7-7. While straightening the pigtail with a straightener, the pigtail bent, and the wire could no longer go in. Therefore, they had to use a new zso-7-7.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.